Event description:
Procedure: proctectomy. According to the reporter: during a radial proctectomy procedure, after firing the stapler would not retract and the handle jammed. They couldn't advance back to open jaws. There was tissue loss. There was blood loss was of 1500 cc, which needed a blood transfusion. Surgical time was extended, however, it was less than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).